Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. H6 method code grid ¿ updated. H6 conclusion code grid ¿ updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and no visual issues were noted. During functional inspection, a successful attempt was made to flush the device and advance a demonstration guidewire through the balloon catheter shaft without issue. The balloon was inflated and deflated without any issue. No functional issue was noted with the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device met specifications when received for complaint investigation. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. During analysis of the returned device, the balloon device was found to be intact with no anomalies noted. The device passed all dimensional inspections. Functional testing was performed by advancing a guidewire and inflating the balloon. The device was able to be inflated and deflated without difficulty. Since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the as reported event of balloon leaked during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, when the subject balloon device was attempted to be inflated it leaked inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of balloon leaked during use.

Event description:
It was reported that during the procedure, when the subject balloon device was attempted to be inflated it leaked inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when the the subject balloon device was attempted to be inflated it leaked inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.